Event description:
Customer's family member called to confirm the passing away of customer due to a motorcyle accident. Family member stated that customer was wearing the pump at time of accident. Employee at physician's office reported that customer was hit by a truck and died instantly. They have not obtain a copy of the autospy report.